Manufacturer narrative:
Patient weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial fifth metacarpal transverse fracture repair on (B)(6) 2017 a drill bit broke during drilling into the bone using the variable angle (va) hand system. While utilizing the double drill guide to drill into bone for 3rd screw placement, the drill bit broke off into the guide. There was no issue with the first two screw drillings and placement. It was noted the surgeon was drilling at a 90 degree angle. No fragments entered the patient field or remained in the patient. Additional x-rays were taken to confirm no fragments. A surgical delay of 2 minutes was noted. The procedure was completed successfully using a back ¿up drill bit from the va set using the same double drill guide previously used. There was no allegation against the drill guide. Patient status was stable. Concomitant devices reported: double drill guide (part number unknown, lot number unknown, quantity 1), screw (part number unknown, lot number unknown, quantity 1) this report is for one (1) 1.1mm drill bit this is report 1 of 1 for (B)(4).